Event description:
In situ testing showed affected channels and the user reports hearing with the device is not clear. The user has been re-implanted on the (B)(6) 2021. This report refers to 9710014-2021-00744. For further information please refer to this report.